Manufacturer narrative:
H10: additional manufacturer narrative: added information to a4,b5, b7 and h6 h11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 35mm edwards porcine valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of 20 years, six (6) months due to regurgitation and stenosis. The patient presented with sob and doe. The ttvr was performed successfully with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well with no complications and was discharged on pod # 1. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards pericardial valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of 19 years, nine (9) months due to regurgitation and stenosis. The ttvr was performed successfully with a 29mm 9600tfx transcatheter valve. No additional information has been provided.